Manufacturer narrative:
Additional information was received that reported event was due to a non-ge product rebreathing bag. The initial reported event was therefore not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Date of incident unknown at time of MDR submission. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during the preoperative checkout, pressure was higher than expected. There was no report of patient involvement.